Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced infusion set tubing detachment event on (B)(6) 2024. The site of detachment was from the clip. The insertion site was buttocks. The infusion set was in use for two days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
E1: patient city- (B)(6), patient country- united kingdom.